Event description:
Customer reported that he had high blood glucose. Customer stated that his insulin pump is cracked and he cannot hear the alarms anymore. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with loose drive support disk, cracked reservoir tube, cracked battery tube threads and scratched display window noted during visual inspection.